Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleges that customer reportedly received the following results on the aviva system, compared to a profession device, within 10 minutes: 157 mg/dl (aviva - customer's meter) and 40 mg/dl (professional meter) customer exhibited low blood glucose symptoms. Nursing staff treated the customer based on the reading of 40 mg/dl with an injection of glucagon. Customer felt better about 30 minutes after injection. No adverse event reported. Requested return of suspect device, and replacement was sent.